Event description:
After 30 mins of hemodialysis treatment (with rexeed-18lx), pt experienced dissemination of red water-blisters, sensitive skin and blood pressure reduction. The pt was administered oxygen inhalation, tavegyl 1ml and dexamethasone 4mg. After change of dialyzer to fresenius fx all symptoms disappears.

Manufacturer narrative:
(B)(4) is similar device marketed in us, asahi rexeed-sx/lx dialyzer ((B)(4)). The used device could not be analyzed because it was discarded by the user. No abnormality was found in the lot quality records of the used product. The symptoms observed in the events are considered to be a dialyzer reaction. Note: the dialyzer reaction is a broad group of events that include both anaphylactic and less well-defined adverse reactions of unk cause. "Handbook of dialysis 4th ed." John t daugirdas et. Al, lippincott, williams and wilkins, 2006.